Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic after not being seen for 3 years. Upon device interrogation, several episodes of inappropriate auto-mode switch were observed due to noise. Atrial noise was reproducible in clinic. Programming changes were made. Patient was stable.